Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
The customer reported that the aiming jig for short length supracondylar nails is inaccurate and as a consequence missing the nail.

Manufacturer narrative:
Correction: refer to d10/d3 device availability. The reported event that proximal target adapter t2 scn was alleged of instrument - misdrilling could not be confirmed, since the device was not returned for evaluation and no other evidence was provided. Due to unknown lot code a DHR review was impossible. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The file will be closed formally in accordance to our procedures. In case the item and / or substantive information will become available in future the file will be reviewed and reopened. H3 : device disposition is unknown.

Event description:
The customer reported that the aiming jig for short length supracondylar nails is inaccurate and as a consequence missing the nail.